Event description:
It was reported that the (B)(4) collamer plate lens was not implanted, tore in inserter and removed with no patient impact. Additional information was requested but not yet received. If any additional information is obtained, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: method: work order search. Results: a work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn) - based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).